Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced puncture in tubing. The infusion set was used for one day. No further information available.